Event description:
The customer reported that in the middle of the procedure, while working on the mesorectum, an end tone was heard indicating a completed seal cycle. However when the surgeon cut, bleeding occurred. The surgeon noted that the tissue was not sealed. The generator power output level was at 3 bars. The bleeding was controlled by bipolar forceps and the procedure was completed without further issue. There was no patient harm.

Manufacturer narrative:
(B)(4). Date of initial report : 03/17/2015. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.